Event description:
It was reported that the patient felt a wet spot on back. When the nursing staff assessed, they saw the tip of the catheter that connects to the IV line had disconnected from the catheter line, and fluid was leaking out as a result. Broken catheter had to be removed, new epidural catheter had to be inserted. No patient harm reported.